Event description:
Customer reported that he was hospitalized due to low blood. Customer stated that he had severe insulin reaction and his blood glucose dropped to 30 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.